Manufacturer narrative:
Unable to verify the drive motor anomaly or perform the basic occlusion, prime and excessive no delivery tests due to a detached end cap. Motor passed the motor test and no anomaly to the drive support disk observed during analysis. A cracked case, cracked reservoir tube lip and scratched lcd window noted.

Event description:
It was reported that the customer had low blood glucose. Caller stated that at the prime process the insulin pump drive support cap was pushing out and was sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.